Event description:
It was reported to boston scientific corporation that an advantage transvaginal system was used during an enterocele repair procedure with sling placement. The procedure was performed on (B)(6) 2006.according to the complainant, post operatively, the patient presented with erosion of the mesh into the bladder on (B)(6) 2008. The patient was catheterized immediately post procedure. Recurrent urinary tract infections were noted, starting on (B)(6) 2006. The patient consistently noted pain and painful urination. A bladder infection was noted in (B)(6) 2008. A 14 day supply of macrobid was prescribed starting on (B)(6) 2006. Uroblue was prescribed for bladder spasms on (B)(6) 2007. Cipro was also administered. Estrace cream was prescribed on (B)(6) 2007, (B)(6) 2007 and in (B)(6) of 2007. (B)(6) excised the eroded mesh in (B)(6) of 2008. Post sling excision, the patient experienced expected hematuria. According the explanting physician, the pelvic exam was normal. There is still some reported burning with urination. The patient experiences some incontinence, but otherwise is in good condition.